Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the solid white suture was broken. Suture breakages are typically caused by excessive tension being placed on the suture. If the bone hole is not prepared large enough relative to the graft, tension can build up in the suture when the graft is being advanced into the bone hole. When excessive tension builds up in the suture, the suture can break therefore is a potential root cause for the issue experienced by the customer. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via phone that during an acl reconstruction procedure the customer's rigidloop adjustable cortical implant was being advanced by the graft when the white suture loops broke. The sales rep stated that the surgeon was using the appropriate force. The graft and implant were removed and no debris was generated or left in the patient. The graft and tunnel size was 9.5mm. The case was completed with another like-implant with no patient harm, but a five minute delay to reload the graft. The implant is being returned for evaluation.